Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Homecare services representative sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6), 2011. Customer's daughter reported that the patient had problems pulling the cap off the lines from the luer connection cassettes. It is very hard for her to take the cap off. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg). The cg stated the pull caps that come attached to the cassettes are extremely difficult to remove. The pull cap from the patient line can be removed easily; however, the pull caps for the lines intended for the solution bags are difficult to detach. The cg stated the home patient (hp) cannot remove the caps at times. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed. The cause was undetermined. A sample evaluation was not performed as the hp stated that they did not return the sample. A batch review was performed and no issues or exceptions were noted during manufacturing.